Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The balloon was inflated once at 10 atmospheres for 2 seconds, however, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected at the distal end of the marker band. No marker band damage was detected. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon burst. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The balloon was inflated once at 10 atmospheres for 2 seconds, however, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported.